Event description:
Patient was being treated for 3rd degree heartblock. Dr. (B)(6) performed a bedside insertion of a temporary transvenous pacing catheter under sterile conditions. Successful insertion of a right ij introducer. Attempted to float the temporary pacer wire and had issues in continuous capture. Multiple attempts to trouble shoot unsuccessful. Catheter position readjusted, pacer battery settings adjusted, patient position noted in supine. Decision was made to remove pacing wire and use a new wire from a new kit. After successfully floating the pacer wire into the same depth as previous wire, capture noted immediately. Introducer from first kit remained in patient and wire and packaging from first kit saved. Arrow (teleflex) rep (B)(4).